Event description:
It was reported to philips that the customer failed to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system was unable to perform x-rays. Review of the logfiles confirmed the sib malfunction. Fse identified an application error and the communication with sib board failed. Fse replaced the sib which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. Philips has attempted to obtain additional information but received no confirmation regarding the clinical use of the system. The sibbox was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.